Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tubes had leakage around the cuff and sub glottis secretion drainage port. Medtronic is currently obtaining more information about the circumstances of the event.